Manufacturer narrative:
Device evaluation: the touch screen was found not functioning because of a loosen sd card. This loosen sd card prevent the ui400 to start correctly and work as intended. The cause of the failure can be attributed to this loosen sd card. A manufacturing or device failure can be excluded. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the procedure, insufflator ui400 was switched on along with the rest of the stack at the start of the case. The screen came on onto the 'pediatric /high flow' screen. 'High flow' was selected, but the screen did not change. 'High flow' was then pressed again, but nothing happened. The machine was then switched off and on. The green light at the 'on' switch came on, but then the screen of the insufflator remained black. The machine was switched off and on again, but the screen remains black. Therefore: touch screen does not come on and remains black when switched on. Another camera stack had to be pushed into theatre to do the case. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).